Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Upon inspection of the device, it was observed that the cutting wire was broken. The broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the device. In past investigations, damage to the wire coating was reproduced by the heat generated when an electric discharge occurred, and the shape of the actual wire coating was similar to the shape of the wire coating in the simulation study. Due diligence was performed with the customer for more details of the event, that could help the investigation. However, the customer was unable to provide any additional information. No other abnormalities that could lead to breakage of the knife wire could be confirmed. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following: 1. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2. This brought the cutting wire and the endoscope too close to each other. 3. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4. An electrical discharge possibly occurred, and the cutting wire became hot instantly, causing the cutting wire to break. It can be inferred that heat generated by an electrical discharge caused damage of the coated portion. This instruction manual contains the following information that can prevent the event from occurring: since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument.

Event description:
As reported for this event, during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, at the time of endoscopic sphincterotomy (est) the device broke at first energization. No exfoliation occurred. The procedure was completed with another similar device. There is no harm or adverse impact to the patient. The device was inspected prior to use with no abnormality noted.